Event description:
It was reported the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing alerts due to undersensing premature ventricular contractions. Programming changes were made. The patient was in stable condition.